Manufacturer narrative:
Philip's remote service engineer advised and suspects the touchscreen assembly and provided the customer with the part identification for touchscreen.

Manufacturer narrative:
The engineer replaced the touchscreen to resolve the issue. The device passed testing and was returned to service. The faulty touchscreen was scrapped and is unavailable for investigation.

Manufacturer narrative:
Date of report: 31aug2021. There was no patient involvement.

Event description:
It was reported to philips that the device's touchscreen was unable to be calibrated. The device was not in clinical use at the time of the event. There was no report of patient or user harm.